Event description:
Bard crosser device tip broke off inside the patient while performing atherectomy of lower extremity arterial vessel. Later during the procedure, the dr retrieved the foreign body. The procedure was performed in interventional radiology.======================manufacturer response for bard crosser, (brand not provided) (per site reporter).======================asked the rep for a follow up investigation letter.